Event description:
It was reported that alerts were received for non-sustained rv oversensing due to post-sensed t wave oversensing. No patient symptoms were reported. Programming changes were recommended.